Manufacturer narrative:
Updated sections: d4 expiration date, h4, h6 type of investigation, investigation findings, investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Despite multiple requests for additional information from the healthcare provider, no additional details have been provided. Based on the limited information available, the root cause of this event cannot be determined.

Event description:
It was reported that a patient with a 25mm 7300tfx mitral valve implanted for 8 years and 1 month underwent a valve-in-valve procedure due to unknown reasons. The procedure was performed with a 26mm 9750tfx transcatheter valve.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.